Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was not used because during pre-use testing the physician got a 'device busy' message and the ICD would not perform a capacitor reformation. Afterward, it was noted that the battery had depleted slightly.